Event description:
It was reported that: "pt had dislocated; during revision surgeon found that the mdm head and liner disassociated."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat# 6260-5-028, lot# 37443807, description: 28mm -4 v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's dislocation.